Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17082. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on almost all 16 electrodes. Reprogramming did not resolve the issue. As a result, surgical intervention may occur to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.